Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient said their controller was saying "software". Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller remained unresponsive but ac power cord had a green light. Agent asked pt to put battery into controller, pt passed out for a second and fell on the ground. Pt said she will call back later when ready to continue troubleshooting. Additional information was received from the patient. It was reported that the pt said the passing out is related to the scs but the cause is unknown. It has been going on for the past couple of months. Doesn¿t happen very often but occasionally. When caller asked for more details about patient passing out (cause), pt said ¿it just happens, I pass out for a minute or so¿. It is related to the device because the device isn¿t working. Patient is in pain¿. Pt called hcp who said pt should call mdt for the software and passing out issue. Rep told patient that she can call patient services for software problem issue but passing out issue should be looked at by the hcp. Pt said she will call patient services and doctor again. Patient added that software problem is still going on. Pt did not have the detailed code that accompanied it. Pt stated that when the device works, it does provide relief, but this software issue is persistent.